Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mrh femoral component was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant on 19-nov-2020 concluded: bone cement third-body wear through particulate debris from the femoral bone cement interface has contributed to local granuloma formation, osteolysis and ultimately femoral mrh loosening requiring revision surgery within 4-years post primary with required exchange of the femoral mrh device for a new cemented one, including procedural exchange of the tibial bearing, axle, bushings and bumper with retention of the tibial metallic devices. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: clinician review indicated that bone cement third-body wear through particulate debris from the femoral bone cement interface has contributed to local granuloma formation, osteolysis and ultimately femoral mrh loosening requiring revision surgery within 4-years post primary with required exchange of the femoral mrh device for a new cemented one, including procedural exchange of the tibial bearing, axle, bushings and bumper with retention of the tibial metallic devices. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
This pi is for (B)(6) 2011 revision or the patient's right knee. "Fractured right mrh femur component. The initial surgery took place on (B)(6) 2007. It has already been revised on (B)(6) 2011 and (B)(6) 2015. Now the third revision will be performed."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
This pi is for the (B)(6) 2011 revision or the patient's right knee. "Fractured right mrh femur component. The initial surgery took place on (B)(6) 2007. It has already been revised on (B)(6) 2011 and (B)(6) 2015. Now the third revision will be performed."